Event description:
Reporting status: serious injury. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the initial stenting procedure was performed in 2007. The patient began experiencing occasional chest distress in 2008. (Not angina). Restenosis was confirmed in the mid-rca and was treated with balloon angioplasty nine months later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis is a known risk associated with coronary stenting. As there was no reported device malfunction, there does not appear to be any indications of a stent delivery system quality problem. In this case, the reported patient issue of chest distress appears to be a result of the restenosis. A conclusive root cause for all reported patient issues, and the relationship to the device , if any, cannot be determined.